Event description:
It was reported that the blade broke during a surgical procedure. The broken pieces did not fall in to the surgical site. There was no pt injury reported. The procedure was completed successfully using another device.

Manufacturer narrative:
Device not returned as yet for evaluation. Lot # info is unavailable.